Manufacturer narrative:
Analysis identified that the pump alarm was out of specification due to a crack in the resonator. Interrogation of the pump determined it was used to infuse dilaudid [1.0 mg/ml] bupivacaine [125.0 mcg/ml] and baclofen [30.0 mcg/ml].

Event description:
The patient's pump and catheter were explanted and returned with no known complaint. No patient symptoms were reported. The indications for use were non-malignant pain and radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.